Manufacturer narrative:
Concomitant medical product(s): product ID: dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and erosion. No further patient complications have been reported as a result of this event.